Event description:
A (B)(6) year old female, asa 2, underwent a right ankle and subtalar joint arthroscopy. Surgical procedure and general anesthetic accomplished without known complications. Tourniquet placed on the right thigh and inflated to 300 mmhg, total time was 100 minutes. The patient was transferred from the operating room to pacu with v.s. Stable and vascular status intact as dictated by the surgeon. Upon arrival to pacu, dressings dry, scd's on. Peripheral neurovascular assessment performed, right ankle/foot color - normal, temp - warm, capillary refill - immediate, swelling - none. Pedal pulses unable to be assessed due to dressings. Post-op course was uneventful. Foot elevated and cryo cuff applied per doctor's order with instructions of applying the cuff for 2 hours, then removing for 1 hour given to patient and caregiver (mother). Understanding of instructions was verbalized by both patient and mother. Cryo cuff was removed, boot applied, and patient discharged to home with post-op instructions. On (B)(6) 2013, 4 days post-op, the patient was seen in the surgeon's office. Patient states her foot has been numb with occasional tingling, but is concerned with the discoloration and temperature of her toes. Bandages were removed, the patient's toes were a dark blue/grey and the foot was cold, no capillary return. Pedal pulses non-palpable. During this time reference was made by the patient and mother that the bandages were not tight, but the application of icing had been an extended length of time. When the doctor asked for clarification, the mother responded that the ice boot had been on continually since arriving home. Vascular surgeon was contacted, patient sent immediately to his office and was then admitted to hospital. The symptoms became continually worse in spite of hospitalization, hyperbaric oxygen therapy, pt, wound therapy, and lovenox injections. Info was rec'd from the initial operating surgeon's office that due to the septic condition that developed, the patient underwent a below the knee amputation. Medical documentation was requested but denied due to hipaa regulations. Patient is currently being seen by her private physician. Dates of use: (B)(6) 2013. Diagnosis or reason for use: post right ankle arthroscopy and debridement and post right ankle subtalar joint arthroscopy and debrid.